Event description:
It was reported that the pump exhibited a downstream occlusion alarm. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9 - date returned to mfg: 7/30/2025. One device was returned for analysis. Visual inspection found a worn and dented (uso) upstream occlusion seal. Functional and visual tests were done, but the reported issue could not be duplicated. The cause of the issue could not be identified. Upon further investigation, worn and dented (uso) upstream occlusion seal. The upstream occlusion seal was replaced. The downstream occlusion seal was replaced as a preclusion. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.